Manufacturer narrative:
No information provided. No information provided by customer. Device not returned. No information provided. Device was not returned by customer; no lot number was provided. Evaluation was not possible. Device manufacture date could not be determined. Improper removal technique is suspected as the skin tear is on the perimeter of the bandage outline and not within the main adhesive area. The product packaging contains a website address www.nexcare.com which provides suggestions for proper removal of the bandage. End of report.

Event description:
An adult female, age unspecified, applied a nexcare¿ waterproof bandage to cover a cut above her right ankle on (B)(6) 2017. She removed the bandage the next day and alleged that she removed skin located under the edge of the bandage. She applied over-the-counter topical neosporin¿ (bacitracin, neomycin, polymyxin). She alleged that her leg and ankle became swollen. She went to the doctor and was given oral cephalexin for an alleged infection and oral benadryl¿ (diphenhydramine). By (B)(6) the area was improving.